Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, drawer 3.1 and 3.2 was not detected on bus. The customer reported there was a delay in dispensing medications to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Additional information: section h imdrf annex codes correction: section d unique identifier (UDI) a review of the complaint history for sn (B)(6)was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6)was performed from the date of manufacture, 24-apr-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the auxiliary drawer 3.1 and 3.2 were not detected on the bus. A field service engineer had removed the back panel and observed that all lights on the controller boards appeared normal. The station was shut down, cables at the back of the drawer were reseated, and the station was restarted. The hardware test application tool was run without issues. The station was restarted again, and the problem was resolved. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, drawer 3.1 and 3.2 was not detected on bus. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.